Manufacturer narrative:
The device has been returned to the manufacture and is currently being evaluated. Results are expected soon.

Event description:
Unable to remove the catheter, finally the catheter was removed from the vein of the shoulder.